Event description:
During implant, r wave amplitude variation was observed on the atrial lead. The atrial lead was explanted and a different lead was implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported event of r wave amplitude variation could not be observed during the analysis. Functional testing did not find any indication of either conductor fractures or internal shorts. Additionally, examinations of the lead did not find any anomalies.